Manufacturer narrative:
A ge service representative performed an on-site investigation. The sbc (single board computer) pcb was evaluated and replaced. The system was tested and completed the boot process with no errors.

Event description:
The customer reported that the system exhibited a communication failure and failed to boot to a usable state. No pt or user injury was reported.